Event description:
During an event the neuroform2 treo microdelivery stent system would not cross the lesion, and upon withdrawal of the system, the stent deployed. Left the stent implanted and stopped the procedure. The pt was reported to be doing good.